Event description:
E was initially received via regulatory authority (us food and drug administration, reference number: mw5078600) on 07-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), arthropathy ("joint issue") and insomnia ("sleeplessness"). The patient was treated with surgery (hysterectomy 2011 and a salpingectomy 2018). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain had not resolved and the genital haemorrhage, weight increased and insomnia outcome was unknown. The reporter provided no causality assessment for arthropathy, genital haemorrhage, insomnia, pelvic pain and weight increased with essure. The reporter commented: an hospitalization/intervention was mentioned but not specified and/or assigned to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5078600) on 07-aug-2018. The most recent information was received on 24-mar-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included chickenpox, depression, dyspareunia, dyspnea, gastroesophageal reflux disease, hyperlipidemia, pneumonia, diabetes mellitus, anemia, urinary incontinence and renal cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("bleeding"), arthropathy ("joint issue") and insomnia ("sleeplessness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy 2011 and a salpingectomy 2018). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain had not resolved and the genital haemorrhage, weight increased, arthropathy and insomnia outcome was unknown. The reporter provided no causality assessment for arthropathy, genital haemorrhage, insomnia, pelvic pain and weight increased with essure (ess205). The reporter commented: an hospitalization/intervention was mentioned but not specified and/or assigned to one of the events. Discrepancy noted in date of insertion (B)(6) 2006 and (B)(6) 2007. Discrepancy noted in removal date- (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-mar-2021: medical record received- reporter information and medical history was added. Case became medical confirmed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: mw5078600) on 07-aug-2018. The most recent information was received on 09-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), arthropathy ("joint issue") and insomnia ("sleeplessness"). The patient was treated with surgery (hysterectomy in 2011 and a salpingectomy in 2018). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain had not resolved and the genital haemorrhage, weight increased and insomnia outcome was unknown. The reporter provided no causality assessment for arthropathy, genital haemorrhage, insomnia, pelvic pain and weight increased with essure. The reporter commented: an hospitalization/intervention was mentioned but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (us food and drug administration, reference number: (B)(4)) on 07-aug-2018. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included chickenpox, depression, dyspareunia, dyspnea, gastroesophageal reflux disease, hyperlipidemia, pneumonia, diabetes mellitus, anemia, urinary incontinence and renal cyst. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("bleeding"), arthropathy ("joint issue") and insomnia ("sleeplessness") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy 2011 and a salpingectomy 2018). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain had not resolved and the genital haemorrhage, weight increased, arthropathy and insomnia outcome was unknown. The reporter provided no causality assessment for arthropathy, genital haemorrhage, insomnia, pelvic pain and weight increased with essure (ess205). The reporter commented: an hospitalization/intervention was mentioned but not specified and/or assigned to one of the events. Discrepancy noted in date of insertion (B)(6) 2006 and (B)(6) 2007. Discrepancy noted in removal date- (B)(6) 2018. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.